Manufacturer narrative:
D10: 300-30-10 - equi preserve stem 10mm: (B)(6). 320-10-00 - equi revtray adapter plate tray +0: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 320-20-00 - eq rev torque defining screw kit: (B)(6). 320-20-18 - eq rev comp scr lck cap kit, 4.5 x 18mm: (B)(6). 320-20-26 - eq rev comp scr lck cap kit, 4.5 x 26mm: (B)(6). 320-20-30 - eq rev comp scr lck cap kit, 4.5 x 30mm: (B)(6). 320-20-38 - eq rev comp scr lck cap kit, 4.5 x 38mm: (B)(6). 320-31-40 - glenosphere, 40mm for small reverse: (B)(6). 320-35-07 - small sup. /post. Aug glenoid plate, left: (B)(6). H10: reporting for additional event for this patient had not been conducted at the time of this report submittal. No device was returned for evaluation; the reported dislocation was confirmed by review of radiograph images provided. The radiograph appears consistent with a dislocated shoulder. A device image was provided as well. Based on the image provided, the humeral liner appears unremarkable for an explanted component. A review of complaint history determined that no further action is required as no trends were identified. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a female patient, who had a left rtsa implanted underwent a revision procedure. The patient dislocated their shoulder rolling in the bed. The surgeon completed an open reduction of the joint but was not satisfied with joint stability. The definitive humeral liner and adaptor tray were removed, and a multiplied liner and tray configurations were trailed. Additional bone was removed posteriorly from the glenoid rim, which may have been causing bony impingement of the joint. During removal of the definitive humeral adaptor tray, the fixation of the preserve stem was compromised. Humerus was prepped for standard stem. The liner, glenosphere, stem and tray were exchanged. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. X-ray imaging was provided. The explanted devices are not available for return as the hospital kept for testing. A device image was provided. No further information. This is 1 of 2 events for this patient.